Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008 as referenced, hence there will be no further investigation. Zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's counsel that the pt received an implant on (B)(6) 2007, and was revised on (B)(6) 2013, for an unk reason. No product ID or other records have been provided.